Manufacturer narrative:
Corrected fields: e3. Contact person phone number: (B)(6). A getinge field service engineer (fse) found hours and expiration date of disk were wiped to 0. Most likely happened due to nvram chip replacement. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a safety disk due message. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.